Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the difficulties removing the other device; however device damaged by another device and subsequent treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a dissection in the left main artery that occurred due to a bicycle accident. The 4.0 x 8 mm xience prox stent was used for treatment of the dissection. The stent implant was confirmed to be fully apposed to the vessel wall. After deployment of the stent, optical coherence tomography (oct) was performed; however, during retraction of the oct catheter it became stuck in the deployed stent pulling the stent implant out of the lesion. The stent implant was retrieved using a snare device. A new 4.0 x 8 mm xience prox was placed for treatment of the dissection without further issue and the patient is doing well. No additional information was provided.